Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error, battery not charging, and data error alert issues were verified. Additionally the alleged battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. Additionally, the battery was depleting quickly, a power source alert occurred when the pump was plugged into a wall adapter, and the pump indicated a data log corruption. The customer's blood glucose level was 162 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.